Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk m/l taper femoral stem, lot: unk; part: unk, unk versys head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-03285. Head: 0001822565-2019-03286.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently six year later the patient was revised due to unknown reason. Head and stem were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting revision procedure was performed due to pain, leg length discrepancy. X-rays taken show stem in varus position with the distal tip of the stem abutting the lateral femoral cortex resulting in a pedestal reaction. DHR was reviewed and no discrepancies were found. The leg length discrepancy is a result of the stem subsiding, however the reason for the subsiding stem is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently underwent a revision procedure six years later due to pain, limb length discrepancy and a malpositioned stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: part: 00771100700, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset, lot: 61644770. Part: 00801803203, femoral head 12/14 taper, lot: 60246934. Part: 00875705001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, lot: 61596313. Part: 00875100932, liner neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, lot: 61698074. Part: 00875700001, dome hole plug single pack, lot: 61784834. Part: 00625006530, bone scr 6.5x30 self-tap, lot: 61755417. Part: 00625006540, bone scr 6.5x40 self-tap, lot: 61786273. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03285. 0002648920-2019-00647. 0001822565-2019-03704. 0001822565-2019-03705.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently six year later the patient was revised due to unknown reason. All products were revised. Attempts have been made and no further information has been provided.